Manufacturer narrative:
.

Event description:
The patient reported, that "every 4th day or so, when she wakes up, she can't feel or move her legs". She stated, that over the past year it started out intermittently, but over the last 2-3 months it had become more frequent. The patient also provided that she had a cell phone tower less than 100 yards from her house. The patient was encouraged to contact her hcp. The pump was programmed to deliver lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.